Event description:
Customer reported that he had high blood glucose of 247 mg/dl and the insulin pump had absence of no delivery alarm. Customer stated that his infusion set cannula was occluded and unit did not alert him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.